Event description:
It was reported that the patient was being transported from the patient's home to the hospital. When the ventilator was hooked up to the patient, the unit alarmed "disc/sense". When the paramedic put his hand over the tube, he allegedly felt no air. The patient was bagged all the way to the hospital. No reported patient harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.